Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 1 month. The device is expected to be returned for evaluation. It has not yet been received. However, a portion of the percutaneous lead segment was returned on 24jul2017. The evaluation has not yet begun.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented to the emergency room with low flow alarms. The patient complained of feeling a ¿rattling¿ in the chest. The manufacturer¿s technical service representative reviewed the submitted log file and observed 11 pump stoppages that occurred on (B)(6) 2017, which only appear to have occurred while the vad was connected to the power module. X-ray images submitted were unremarkable with no evidence of external damage. On (B)(6) 2017, the entire external portion of the distal end percutaneous lead (driveline) was replaced with no issues. After the replacement, the patient was placed on a grounded power module patient cable and performed several torso movements. Additional pump stoppages occurred. The lvad system was placed back on battery power and pump function stabilized. On (B)(6) 2017, the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
Device evaluation: the replaced external portion of the percutaneous lead (driveline) and the explanted pump were returned for evaluation. Approximately 19 inches of the replaced external portion/distal end of the driveline was returned. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer or metal shielding was observed. Visual inspection of the wires found no fractures or breaches that would have been present during pump operation. The patient experienced further interruptions in pump function following the distal end driveline replacement and the pump was exchanged on (B)(6)2017. The explanted pump was returned assembled with the driveline severed approximately 4 inches from the pump housing and the severed portion of the driveline was returned in two sections. The sealed inflow conduit, the sealed outflow graft, bend relief, and bend relief collar were not returned. A driveline repair site was present on the distal severed portion. The repair site was disassembled and no problems were found. No damage to the outer jacket was observed. Electrical continuity testing of the returned portions of the driveline revealed a short to shield on the black and brown wires. No damage to the bionate layer was observed. Breakdown of the metal shielding was identified at approximately 5.5 inches from the pump housing. Visual inspection identified breaches in the insulation at approximately 6 inches from the pump housing on the black and brown wires. The damage appeared to be consistent with abrasion damage due to repetitive flexing on the wires at this location. As a result of the damage to the insulation, the underlying black and brown wire conductors were exposed. The reported pump stoppages would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.